Event description:
A customer contacted beckman coulter inc. (Bec) stating that she was performing morning checks and observed that reagent volume in bottle did not match volume displayed in software reagent menu. Per customer, hemoglobin (hgb) lyse level on the screen showed as half full but when she inspected the physical reagent bottles it was almost empty. Customer noticed small puddle of liquid under their coulter act 5diff cap pierce (cp) as she was looking for why hgb lyse reagent was so low. Hgb lyse reagent had leaked from hgb lyse syringe on to drip tray located below syringe assembly and on to the counter top under the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, lab coat and eye protection at the time of the incident and absorbed spill with paper towels. No injury or exposure was reported. Per customer, the leak did not affect patient samples or results and the hemoglobin (hgb) and hematocrit (hct) results for controls and patient samples were recovering within established ranges.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the reagent syringe which had leaked and this resolved the issue. While on site, the fse also adjusted the wbc & hgb calibration factors. The cause of the leak was hgb lyse reagent syringe. (B)(4).